Event description:
A malfunction on a pump was reported, specifically identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in successfully resetting it. The malfunction did not recur, and the customer was advised to monitor the pump and contact support if any future issues arise.